Event description:
The hcp reported the pt was admitted to the hosp in 2005, two days after a pump refill with "morphine cmpd pf in ns 35 mg per ml intrathecal." The pt presented with signs of overdose including number back and legs, weakness, can't remember the day, head and ears ringing, headache, increased back and leg pain, and nausea. Two days before, the pump has been programmed to delivery the same rate of 14mg/day on a simple continuous cycle at the same concentration of 35mg/cc. Two days later, 1.5cc was aspirated out of the sideport. The morphine was removed and the pump was refilled with infumorph 25mg/ml. The pump rate was decreased to deliver at 11mg/day via simple continuous cycle. No priming bolus was performed after the catheter aspiration, no bridge bolus was performed, and the "old drug" in the inner pump, tubing was not accounted for. The pt had been admitted to the hosp. On third day, the "old drug" was successfully removed from the catheter and tubing of the pump. The pt was released from the hosp.